Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative reported a colleague infusion pump which "will not power on". During product evaluation by baxter, this condition was determined to have been caused by an open manual tube release (mtr) knob on channel a this condition had the potential to interrupt delivery. It is unknown when or in which care area this condition occurred. According to the facility representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump which "will not turn on" was confirmed and reproduced during product evaluation. This condition was caused by an open manual tube release (mtr) knob on channel a. The channel a mtr knob was closed to correct this condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.